Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0146 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that irreversible wrinkles occurred with the introducer when in use. It was reported this occurred with two devices. This report addresses the second device.